Event description:
It was reported that during a procedure, the cuff of the et tube appendix is tapering off slowly.(cuff slowly descends from nasal tube while patient is intubated) it was reported that this occurred with an undetermined number of patients. Additional information not provided.

Manufacturer narrative:
One device was received for evaluation in relation to the reported event. Evaluation of the device is currently in progress. Once the evaluation is complete, a follow-up report with evaluation results will be submitted.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A product sample was received for evaluation. Visual and functional testing were performed. The returned samples were visually inspected and no defects were detected in both samples. No leaks were detected; the complaint was not confirmed. Root cause cannot be determined since no leaks were found in samples received for evaluation. No action was taken, as the returned samples were received in unused conditions and the failure mode was not confirmed. No problems or issues were identified during this device history record review.